Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced some discomfort due to ipg being too shallow. As a result, surgical intervention took place where in the ipg pocket was revised to place the ipg deeper.